Event description:
This unsolicited device case was rec'd from united states on (B)(4) 2014 from the physician. This case is cross referred to (B)(4) (cluster, same reporter and same batch/lot number). This case concerns a (B)(6) male patient who had bilateral knee effusion after receiving treatment with synvisc-one injection. The patient had medical history significant for hypertension and diabetes mellitus. No past drugs or concurrent conditions were reported. Concomitant medication included metoprolol succinate (toprol). On (B)(6) 2013, the patient rec'd treatment with synvisc-one injection once, with batch/lot number: p1309 and expiration date: feb-2016 (route and dose: unknown) into unspecified knee for degenerative joint disease. On (B)(6) 2013 (after administration of synvisc one), the patient had knee effusion requiring aspiration. It was reported that patient rec'd treatment with cortisone. On an unspecified date in (B)(6) 2013, the unknown amount of synovial fluid was aspirated. On (B)(6) 2013, the synovial fluid analysis showed infection, gout and lyme. On an unspecified date, the patient recovered following discontinuation of drug. It was also reported that the patient did not restart the treatment with synvisc one. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Reporter's seriousness assessment: the event of bilateral knee effusion required intervention (patient rec'd treatment with cortisone). Reporter's causality assessment: related.